Event description:
Raytec gauze missing radiopaque marker on one side of the gauze. Gauze was contained within roi cps, llc custom procedure kit-880085, lot 21116472691. Raytec was discarded and a new tub of gauze was pulled from inventory. No harm to patient and no delay to case.